Event description:
It was reported to philips that sometimes the launched screen suddenly crashes. There was no patient involvement.

Manufacturer narrative:
The philips field service engineer (fse) checked for about a week, but could not confirm the symptoms. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. During the inspection the asp noticed the battery is aging and recommended replacing it. Currently the power indicator lights up and there are no problems. The device remains at the customer site and no further evaluation is required at this time.